Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2013-02453. It was reported that during a percutaneous peripheral intervention procedure a balloon rupture occurred. Vascular access was obtained via right femoral artery with a 4f non bsc introducer sheath. The target lesion was located in the calcified and moderately tortuous right superficial femoral artery (below the knee) after a 0.014 x 175cm non bsc guide wire crossed the lesion the 3.0 x 20mm sterling es mr balloon catheter crossed the lesion. The balloon was inflated at 6atm and ruptured on the 2nd inflation and the shaft bent. Next a 3.0 x 40mm sterling mr balloon catheter used for dilation, was inflated at 6atm and ruptured on the 2nd inflation. The procedure was completed with a 2.5 x 20mm sterling es mr balloon catheter. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous peripheral intervention procedure, a balloon rupture occurred. Vascular access was obtained via right femoral artery with a 4f non bsc introducer sheath. The target lesion was located in the calcified and moderately tortuous right superficial femoral artery (below the knee) after a 0.014 × 175cm non bsc guide wire crossed the lesion the 3.0 x 20mm sterling es mr balloon catheter crossed the lesion. The balloon was inflated at 6atm and ruptured on the 2nd inflation and the shaft bent. Next a 3.0 x 40mm sterling mr balloon catheter used for dilation, was inflated at 6atm and ruptured on the 2nd inflation. The procedure was completed with a 2.5 x 20mm sterling es mr balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: returned device revealed that there was blood in the balloon and inflation lumen. Magnified inspection revealed a longitudinal tear in the balloon wall on the distal end of the balloon. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).